Manufacturer narrative:
This issue was not confirmed and the customer was unable to provide any further details around the alleged repair of the device. The root cause is unknown but after reviewing the product manual and previous similar complaints, it may have been caused or contributed by operator error. This was also suggested by the sales rep who spoke with the customer about proper operations to help prevent drop events. H3 other text : the customer had their device repaired by a 3rd party technician.

Event description:
It was reported via repair work order that the cot dropped while unloading a patient, medical personnel injured as a result of trying to prevent the drop. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot dropped while unloading a patient, medical personnel injured as a result of trying to prevent the drop. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.